Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. Of the two samples, one had discrepant troponin t results. An incorrect value from this sample was reported outside of the laboratory to the emergency room. The sample initially resulted with a troponin t value of 370 pg/ml, which repeated as 4.9 pg/ml. The serial number of the e 801 module is (B)(4)..

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.